Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a button error on the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the buttons are not working for her son. The mother does not know the pump's sn and will call back to troubleshoot.